Event description:
Additional information later reported the patient experienced swelling at back site and loss of therapeutic response. Per the reporter the patient was getting effective therapy at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a ¿bulge¿ on her back near where the catheter was. Per the reporter they planned to replace the spinal portion of the catheter. The reporter didn¿t think it was a csf leak, it only appeared after they did a dye study. Additional information later reported the patient¿s spinal section of the catheter was replaced with an 8598sc. The patient was started on dilaudid 5mg/ml at 1mg/day and adjusted up the next day by the hcp. The existing 8709 catheter was broken and delivering meds into the patient¿s sub-q tissue.